Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. On an unknown date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Treatment for the event and action taken with extraneal and dianeal therapies was not reported. Patient outcome was not reported though the patient was discharged from the hospital nine days after the onset of peritonitis. No additional information is available.